Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: pre-op diagnosis: retained hardware status post l4-s1 fusion with disc disruption, l3-4. Procedure: removal of hardware l4-s1. Laminectomy/discectomy, l3-4. Posterior lumbar interbody fusion, l3-4. Placement of machined intervertebral spacer (peek intervertebral spacer), l3-4. Lateral transverse process fusion, l3-4. Pedicle screw instrumentation using pivot pedicle screw system, l3-4. Per-op notes: micro curettes were used to score the cartilaginous end plates. The disc space was distracted by a lamina spreader and distracted to a 13mm bit. 13mm peek implant was impacted into the disc space and counter sunk. Following this pedicle screws were placed. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.